Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The battery was removed and the device was analyzed with a power supply and found to be normal. The original battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found, which caused the premature battery depletion.